Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro part of the silicone tip was partially loose as if it were damaged during the insertion into the cannula. Hospital continued to use the product for the case with no issues. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber #: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro part of the silicone tip was partially loose as if it were damaged during the insertion into the cannula. Hospital continued to use the product for the case with no issues. The hospital did not report any patient effects.